Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, evidence of rv oversensing has been noted during high rate ¿ non sustained episodes on (B)(6) 2015. Rv lead impedance was 4047 ohms on (B)(6) 2015. The full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, the lead returned with the helix retracted and tissue visible in it. Removed tissue with alcohol. Evidence of right ventricular (rv) lead oversensing has been noted during high rate non sustained episodes on (B)(6) 2015. Rv lead impedance was 4047 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented for acute follow up visit due to signal for right ventricular (rv) lead impedance out of range. It was also reported possible fracture, oversensing observed in electrogram (egm) rvtip-rvcoil when provoking oversensing by activating pectoral muscles and by manipulating the pocket/device, and unstable impedances rvtip to rvcoil and lvtip to rvcoil. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.